Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if alternative information becomes available.

Event description:
It was reported that the "1.5 hex driver tip snapped of during screw insertion of 2.3mm locking screws in distal portion of vdr plate. This is the 5th instance of this occuring in the last few months but the hospital team only made me aware of this today."